Event description:
Jackson pratt reservoir did not function properly - did not drain for pt who was status post right total mastectomy for carcinoma of right breast. No drainage obtained via jackson pratt from 1700 7/22 - 0715 7/23; jackson pratt noted by rn to be "at full suction", jackson pratt changed once and again did not drain. Pt had to be taken off jackson pratt and hooked to wall suction, at which time 200cc of fluid was evacuated. Pt was discharged with a suction reservoir mfg by another co - no problems noted with other suction reservoir.